Event description:
It was reported that the user experienced difficulty attaching the infusion set connector during a supply change and required troubleshooting; the user was employing a cd infusion set and the initially used connect adaptor, lot 34497, could not be attached until replaced, after which the supply change was completed successfully. Customer care agent provided assistance which included technical support recommendation to try a different lot of adaptors. Investigation of this case revealed successful resolution after replacing the connect adaptor, indicating a connector attachment issue that did not recur during the call. No clinical symptoms reported during the event. Outcomes included no reported impact on health. It was concluded that the event involved an infusion set connector attachment problem resolved through replacement.